Manufacturer narrative:
(B)(4). Swing tab detached/missing. The analysis results found that two reloads were received in good visual condition. After further analysis, it was noted that the cartridge reload (a) had the swing tab detached, making the reload nonfunctional. No functional test was performed due to the condition of the reload. The cartridge reload (b) had the swing tab in the locked position, and the proximal two drivers up without staples; the remaining drivers were down with staples present. Based on the information provided and on the analysis results, it could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of automated vision system to ensure the swing tab is present and unlocked and the cartridge is fully loaded with staples. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(6). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the reloads did not fire properly. Unknown how case was completed. There were no adverse consequences for the patient. (B)(6).